Manufacturer narrative:
H.6. Investigation summary: one sample was received. It came with the plastic shield. It was connected to a syringe with saline solution and was found to be clogged. One photo was provided. It shows a shelf box. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Event description:
It was reported that a needle clog occurred during use with a needle precisionglide 30x1/2in. The following information was provided by the initial reporter, "customer claims that the needles are clogged, when put the medication to apply nothing comes out. Of every ten needles used 3 have clogging, but they kept only one, due to the agility in the operating room.I had several complaints from customers who bought this needle for ordering that same lot, but this is the only one that saved a unit." Additional information: the durg used was xylestesin 2% for botox procedure."

Manufacturer narrative:
(B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred during use with a needle precisionglide 30x1/2in. The following information was provided by the initial reporter, "customer claims that the needles are clogged, when put the medication to apply nothing comes out. Of every ten needles used 3 have clogging, but they kept only one, due to the agility in the operating room. I had several complaints from customers who bought this needle for ordering that same lot, but this is the only one that saved a unit." Additional information: the durg used was xylestesin 2% for botox procedure."